Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-10598. Reference MFR. Report: 1627487-2018-10600. It was reported the patient¿s scs system was not providing adequate relief. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
Corrected data initial reported listed the system as an scs system rather than drg system.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2018-10598, reference MFR. Report: 1627487-2018-10600. Additional information provided indicated the patient's drg system was explanted.